Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by MFR: other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic sheared completely off at delivery into the patient's eye. The iol was cut out an replaced without patient adverse event. The lens was discarded. Through follow-up, it was learned that the back haptic was detached from the optic during insertion of the lens into the left eye. The lens was fully inserted and removed and replaced during the same procedure. Another johnson & johnson iol was inserted as replacement (same model and diopter). There was no known issue with the cartridge or anything that could have caused the haptic to detach. There was no patient injury and no additional surgical or medical intervention was required. The patient is doing fine post-opertively. No further information was provided.